Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device delivered inadequate anti-tachycardia pacing (atp) to treat an episode of ventricular tachycardia (vt). High voltage therapy was delivered to treat the vt and device reprogramming was anticipated to resolve the event. The patient was stable and there were no adverse consequences.